Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose of 500mg/dl. The customer had no symptoms and treated with a bolus. Customer indicated that their doctor has not been contacted and their blood glucose value was 188 mg/dl at the time of the call. Troubleshooting was performed and found that the drive support cap is protruded. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further high blood glucose troubleshooting was performed.

Manufacturer narrative:
The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corner, battery tube threads and minor scratched display window.